Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# v578773, implanted: (B)(6) 2011, product type lead; concomitant right side system: product ID 7426, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot# v578773, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that one of the patient's implantable neurostimulators (ins) was not working following a fall. The patient's physician believed the lead may have become disconnected, but the patient did not want to undergo surgery to fix the lead. It was noted that the patient had tremor on their left side. Additional information was received from the patient that reported she declined to have surgery to fix the lead because the implanting physician informed her surgery "would be like spaghetti" to reposition the lead. The patient believed the lead moved in her brain but was still connected to the ins. Further information was received from the patient that reported she was "satisfied" with the stimulation, which was different than the previous report. Additional information was requested but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-04477.